Event description:
During the freeze cycle in a renal cryoablation procedure, one icepearl collected frost on the needle shaft. The patient's skin was protected to continue with the case. The case was completed with no injury to the patient. The reported defective needle will be returned to the manufacturer for investigation.

Manufacturer narrative:
Two needles were returned to the manufacturer. The shaft temperature of one of the needles was below specifications, and ice formed along the entire sleeve, confirming the reported complaint. The root cause was identified as insufficient insulation, but needle disassembly did not identify any visible signs of damage along the vacuum sleeve's external surface. Review of the needle lot manufacturing records identified 2 low shaft temperature malfunctions wtihin the needle batch.

Event description:
This MDR is to document the manufacturer's investigation of the needle used in the reported event. Further investigation or follow-up is not planned for this complaint.